Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator displayed a service required alarm. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator displayed a service required alarm. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and proximal filter were replaced due to contamination.